Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing the stimulation turning off on its own. The sjm representative reported the magnet mode had been turned off. Follow up regarding the patient status identified the system had turned on twice at a low level. The patient was to meet with the physician.